Event description:
There was only one (instead of two) inlays in the sterile packaging. Surgery prolongation 80 minutes.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.